Manufacturer narrative:
The manufacturer's subsidiary reported that the end user received an error message 'spawn of /bin/sh failed: no such file or directory.' A ccm hard drive replacement was sent to the user facility.

Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) failed to boot. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: d10 & h3. H3. 81 evaluation is in progress but not yet concluded. The suspect hard drive was returned on 08sep2020, however, it was not until 05oct2020 that the part was found to be associated with this complaint.

Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) verified that the suspect hard drive was defective. The pst installed the hard drive sub assembly into a lab use only central control monitor (ccm) and the ccm would not boot up. The user facility was sent a replacement hard drive, and they installed it. The ccm is working to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.